Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Device passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Device passed delivery volume accuracy test with 96.4 percent accuracy.

Event description:
Customer reported that she was in a car accident and wanted her insulin pump checked. Customer's blood glucose is 190 mg/dl. She stated she was driving her car when another car ran a red light and hit her car. She was not at fault. Customer went to the hospital afterwards for an evaluation, but was not treated for anything. Customer was wearing the insulin pump when the accident occurred. There is no damage to the device. The drive support cap appears normal. The device passed the self test and the displacement test. Customer sent the device back for analysis. She later called asking if she could get the device's history because it showed a fluctuation of her blood glucose. She needs to show it to her doctor to determine whether having a broken foot has any effect on her blood glucose. Nothing further reported.